Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015, resulting in patient experiencing a low. Patient reports she was in her bed, experienced a low and became unconscious. Patient did not hear the alert sound on her continuous glucose monitoring (cgm) system. Patient indicated at the time of the event, cmg was reading 51 mg/dl. Patient's daughter contacted paramedics. Paramedics arrived at the patient's home and administered d50 and glucagon while on the scene. Patient's blood glucose levels were reported as 191 mg/dl at the time the paramedics left. Patient was not transported to the hospital. No further injuries or medical intervention was reported. Patient reported a current condition of feeling fine. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4).